Manufacturer narrative:
Investigation summary: investigation selection, investigation site: cq zuchwil, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the spring from the drill sleeve which is responsible for holding the position in the protection sleeve got stretched by use, this thus confirming the complaint description. Otherwise, the instrument is in a very good and undamaged condition. Dimensional inspection: during investigation the following measurements were measured: diameter (micrometre), length (calliper) with the calliper 3-01-19309 and micrometre 3-03-17585, the measure result is within accuracy. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Furthermore, the reported device was assembled according to drawing, and all parts went through final inspection before they had left the production. Summary: the complaint is confirmed as the spring got stretched/deformed, as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that improper handling led to this damage or/and that during the operation an application error may have taken place. As the spring got stretched, the function is no longer given, since the drill sleeve can no longer fully inserted into the safety sleeve. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 312.080, lot: 37p7950, manufacturing site: (B)(4) , release to warehouse date: march 11, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral malleolar fracture with the drill sleeve in question. Before the surgery, the nurse found that the spring of the drill sleeve was damaged. The nurse removed the spring to prevent it from coming off in the patient. The surgery was completed successfully without any surgical delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) 8.5mm/2.8mm wire sleeve. This is report 1 of 1 for (B)(4).